Event description:
It was reported the sound is not working on the host. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote clinical support engineer (rcse) talked to the customer who confirmed the pic ix in the oncology was alarming and he can see the alarms but does not hear them. The customer has rebooted the device and replaced the speaker but this did not solve the reported issue. The rcse checked the alarm settings and system configuration and confirmed it to be accurate. Actual testing by the rsce confirmed the triggered alarms could be seen but not heard, even after changing to a third speaker and the volume level set to 8. Even after replacing the sound card of the host pc there was no audio present. The customer was advised to replace the host pc to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective host pc. The reported problem was confirmed. The customer will obtain a pc replacement and call back for support if needed. The investigation concludes that no further action is required at this time.